Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 45 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 31 mm, proximal diameter of non-aneurysm aortic neck was 24 mm, distal diameter of non-aneurysmal aortic neck was 22 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 11 mm, diameter of right femoral artery was 9 mm, and diameter of left femoral artery was 8 mm. The right iliac artery was moderately tortuous. The left iliac artery was mildly tortuous. Degree of circumferential thrombus and / or calcification was 10%. It was reported that a follow up CT scan with contrast found stent graft stenosis. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Results: stenosis. Unknown cause of event. Conclusion: unknown cause of event. Stenosis.

Event description:
Additional information was received. It was reported that there was stent graft stenosis observed in the right iliac artery. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).